Event description:
It was reported that during shock lead impedance testing (sli), this right ventricular (rv) lead exhibited a high out of range impedance. The physician performed a chest x-ray and a probable fracture on the proximal coil was observed. Boston scientific sales representative recommended sli and defibrillation threshold (dft) test as well as enabling additional latitude alerts and lead replacement. The device remains in service. No additional adverse patient effects were reported. Additional information was received that this patient was brought to the clinic after fracture appeared to be isolated to the svc coil. It was confirmed that the shock impedance measurements from the coil to device configuration were still within normal range. A dft test was performed which was successful and had normal range shock impedance measurements. This rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during shock lead impedance testing (sli), this right ventricular (rv) lead exhibited a high out of range impedance. The physician performed a chest x-ray and a probable fracture on the proximal coil was observed. Boston scientific sales representative recommended sli and defibrillation threshold (dft) test as well as enabling additional latitude alerts and lead replacement. The device remains in service. No additional adverse patient effects were reported.